Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) revised a metal on metal liner due to pain in the hip. He removed a 44x62 metal liner, a 62 pinnacle cup, as well as a 44 +12 metal head. He revised the cup to a dual mobility biomet cup and used a depuy synthes 28mm ts ceramic head. 44x62 metal liner ((B)(4)), ((B)(4)) 44+12 metal head ((B)(4) 1 screw removed (no numbers available) 62 pinnacle cup removed (numbers not legible) patient consequence? :unknown patient consequence description:pain in the hip due to metal liner action taken for procedure:metal liner and cup revised to ceramic on poly is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.